Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp (B)(4).

Event description:
A healthcare professional reported that a silent nite gl hinge 2 device has broken. A representative from the doctor's office wrote that, "she wanted to discuss switching devices due to hinge area fracturing again." The provider did not report any harm, injury, or permanent injury to the patient.